Event description:
It was reported that a patient experienced postoperative pain due to the positioning of a distal femur plate. The plate was positioned too low causing it to infringe on the patient¿s ilio tibial (it) band. The fracture itself was healed, so revision with another device was not necessary. However, the implanted plate was removed on (B)(6) 2015. This report is for nine (9) unknown locking screws. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Patient date of birth/age and weight are unknown. Date of onset for postoperative pain is unknown. This report is for nine (9) unknown locking screws with partial part number (B)(4). Date of original implant procedure is unknown. Unknown, as specific part and lot numbers for the complainant screws were not provided. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.